Event description:
It was reported that a revision surgery was needed to replace creo screws that were found loose post operatively. This event occurred in germany.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.